Manufacturer narrative:
The technician zeroed the bed and in serviced the nurse on the bed exit alarm to resolve the issue.

Event description:
The account alleged the bed exit does not function. No pt impact.